Manufacturer narrative:
The insulin pump was received with broken reservoir tube lip and the reservoir doesn't stay locked in. The device was missing the o-ring in the reservoir tube. The device had minor scratches on the lcd window, cracked case at reservoir tube window corners, and cracked battery tube threads.

Event description:
Customer reported via phone call, a piece of the reservoir compartment was missing. Customer's blood glucose was 385 mg/dl. The insulin pump has cracks and pieces that are falling off. Customer stated she has dropped the device but it barely touches the ground. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.